Manufacturer narrative:
Returned product analysis revealed that the condition of the returned device was consistent with the complaint incident. Visual examination of the returned device revealed proximal stent damage. Some of the struts were misaligned. This type of damage is consistent with the device encountering some form of restriction on the removal of the device. No kinks or damage were found on the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing documentation found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context.

Event description:
This complaint is now reportable based on the analysis completed on 08/26/2008. It was reported that during a coronary drug-eluting stenting treatment procedure, the 3.00x38mm taxus liberte drug-eluting stent (des) was unable to cross the 99% stenosed, severely tortuous, and calcified mid to distal right coronary artery (rca). No patient complications were reported and the patient's condition is listed as "good". However, returned product analysis revealed proximal stent damage.